Event description:
It was reported that the arterial lumen of the tesio was "slipped out absolutely" and the venous lumen was "in the pt 2cm long only." "There was no cuff on the lumen, but the cuff could be felt in the tunnel."